Event description:
It was reported that the crack occurred on portion of the tube that was inside of the patient. No injury reported. It was also reported that the stylet was left inside the patient and was difficult to remove. Additional information received 22-jull-2022 stated "probe placed by the anesthesiologist in the operating room. When the child returns to the ward, he complains of pain in his throat. I notice that the probe guide is still present and that the probe is twisted and held by strips. I first try to remove the guide but I have a resistance. I finally managed to remove the guide but when I checked the location, I could not hear any air in the stomach and I had no gastric return. The doctors were informed and decided to take an x-ray to verify the location. On the x-ray we see that the tube is slightly twisted in the stomach and that it needs to be moved back slightly. When I go back into the room to pull the tube back slightly, I test again and end up realizing that the tube is cracked so we need to remove it. After negotiating with the child, he finally agrees to let us put in a new one. I test the guide of the new catheter before placing it and no problem was encountered. Once the catheter was in place, I removed the guide and tested it, I noticed that there was a crack again. I have to remove it and the child will not have any food during the night."

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 20-jul-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. The device was not returned.

Manufacturer narrative:
The device history record for the reported lot number, 30151280, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 19-aug-2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.